Event description:
Complainant alleged that while attempting to treat a pt in cardiac arrest, the device displayed "defib fault 80" and discharge fault messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.